Event description:
It was reported that, "as surgeon was trialing insert the tibial inserter hit the tibial insert as the protocol describes and with patient at 90 degrees of flexion, the insert cracked."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The device was discarded. If additional information becomes available, it will be submitted in a supplemental report.